Event description:
The customer reported via phone call indicating that they are unable to download to the insulin pump. Customer's blood glucose was unknown mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unable to upload to carelink due to a47 alarm in the history file. A47 alarm in the history due to corrupted history file. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.